Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged keypad unresponsive/button error alarm and pump error 38 alarm found on (B)(6) 2021. Pump passed the self-test, however failed the rewind test due to pump error 38, thus could not perform the displacement test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Successfully downloaded history files and traces using thus. Confirmed pump error 38 alarm on (B)(6) 2021 at 13:33, 13:35, 13:38, and 13:48 in the pump downloaded history. The electronic assemblies and motor assemblies were inspected, and moisture damage was noted on the motor contact and corroded battery tube. The j1 connector on pcba 1 was locked properly during visual inspection. No stuck key alarms noted during testing, however, a stuck key alarm was found in the history file on (B)(6) 2021 at 13:48. Pump passed the keypad voltage test. Motor was taken to the test bench where it rewound with pump error 38 alarm noted. The following were noted during visual inspection: cracked case above arrow and battery icon, minorly scratched lcd window, keypad overlay texture damage, and cracked keypad overlay. Customer alleged for pump error 38 was confirmed on (B)(6) 2021. Stuck button alarm not confirmed. Moisture damage confirmed on motor and corroded battery tube. Rewind anomaly confirmed due to pump error 38 alarm. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated insulin pump had no motor movement or negligible motor movement alarm and keypad anomaly. Customer was not able to clear the alarm. Customer did not receive a stuck button alarm. The numbers were not ramping or the scroll bar was not moving up or down with no input from the user. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.